Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 543:320:658:0000, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be liquid on the user-interface module (uim) printed circuit board (pcb). To correct the condition, the uim pcb was replaced. If any additional information is received, a follow up MDR will be sent. Corrections: the initial MDR date was incorrect. The correct date is (B)(4) 2011.